Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastr ointestinal/ pelvic floor. It was reported that the patient reported after implant their wound would not heal and after a month of constant infections and taking antibiotics, the device was removed.  The patient said their incision site has healed and they are working with their healthcare provider (hcp)  to work on diet and other things too. No further complications were reported.